Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has a therapy concern related to their positional movement. The patient stated their stimulation is still on their left and right side of their body, and into their stomach. The reps have not been able to adjust the stimulation to the correct location. The patient has an x-ray and the leads are in a v shape and the patient was referred to another doctor who wants to do an MRI. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that the patient was unhappy with the therapy, and reprogramming sessions have not helped them. The patient's doctor had no contacted them, so they got a second opinion and they now plan to have the ins replaced with a new ins and paddle lead. No further complications are anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-20. The rep reprogrammed the patient 2 weeks ago. They have another appointment on (B)(6) 2019 where adaptive stimulation (as) will be turned on and x-rays will be reviewed. The cause of the issue was not determined. They are working with the healthcare professional (hcp) on next steps. The rep asked if they should schedule the patient for an x-ray. They agreed that they would get an x-ray and as. As will be activated on (B)(6) 2019. The patient is not well feeling stimulation in the correct locations and getting effective therapy. On (B)(6) 2019 the patient said that they felt a tad bit better, but not much. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2019, the patient had reprogramming performed and stimulation was fine after the reprogramming until they were walking to their car. When walking to their car, the stimulation was uncomfortable. Then, when they sat down in the car, the stimulation felt like it was electrocuting the patient. The patient turned the stimulation off until they returned home, at which time they were able to decrease the stimulation to a comfortable setting. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
2019-sep-04 _vm1 (con): additional information was received from the patient. They reported information that has already been reported and documented. They added that on the date of implant, the patient was prescribed fentanyl because they were in so much pain. They had met with a manufacturer representative (rep) at least a dozen times, but they could find programming that would get the stimulation where the patient needed it in their back instead of in the left groin / hip area. They also reported that the cause was still unknown however the x-rays indicated that the leads were in a v-shape rather than parallel to the patient's back. The patient was referred to another doctor. The patient had 2 mris on (B)(6) 2019, and the patient was scheduled to see the doctor again on (B)(6) 2019 to schedule the replacement surgery where a paddle lead would be put in. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jul-02. It was unknown when the replacement surgery would take place. The patient is out of their territory now. No component will be returned for analysis as the leads and device are functioning, just need a revision. The new physician wants to place a paddle lead. The rep will see the healthcare professional (hcp) on (B)(6) 2019 to discuss. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is still not getting any therapy benefit or sometimes 40-50% benefit from the implant. The patient stated he is still taking pain pills. The patient stated he was getting over 90% during the trial. It was noted that the implant surgery took 5-6 hours. The patient mentioned they met with a rep for programming in may 2019. The patient stated the rep tried everything, but the patient is still feeling pain (lower back). The patient is currently on group b. The patient then stated that yesterday he went to charge and the ins icon showed the implant is charged. The patient stated he has been on different programs group b and j, and the patient noted that they use b a lot more than j. No further information was reported.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-mar-03 indicating that the patient called them on 2019-mar-01 and they seem to be doing better with adaptive stimulation (as). The x-ray looked ok per the healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they had taken pain pills for 3 days post implant, but then they were in more pain than when they came out of open heart surgery 19 years prior. They stated the ins was turned on (B)(6), 2019, and that they have never felt the stimulation in their back where they needed it; they were not getting any relief. Rather initially, they felt stimulation on their left side and in their rib cage. Now, the stimulation was felt on their right side and down in their rib cage. Since implant they had gone in for programming two times, and had worked with a manufacturer representative (rep) but neither the patient nor the rep could figure out what was happening. The trial worked perfect for the patient; they had no pain at all, "it was 100%". Additionally, they also expressed disappointment with how long the implant surgery took; they stated it to ok 3 times as long as it was supposed to be (almost 5 hours) but they could not understand why, and the surgical report they requested from the doctor doesn't explain why either. They stated they did not have an appointment scheduled to go back to the doctor but would be checking in with the rep to see if the rep could do anything further to try and resolve the issue. Follow up will be sent to the rep to try and obtain additional information. No further complications were reported or anticipated.